Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that the pairing is failing due to a sake key decryption failure. The server returned a payload with incorrect data, which usually happens when the device fails the playintegrity check. This error code was returned: device_type_not_supported. When a device fails the playintegrity check it means that it is failing google's security check. The issue was confirmed through log analysis. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: procedure to update the security patch manually by user: ensure the phone is connected to a stable internet connection and is plugged in to charge. Open phone settings in the settings search bar search for â¿security updateâ? Under â¿security updateâ? You should see the date of the last update. If it has been more than a year since the last update, you will need to install the latest security patch. Click â¿security updateâ? To check for the latest patch to install. If your phone is on an older android version, it may also upgrade to the latest android version in addition to applying the security patch. Apply the update restart the phone if only the android os (not security patch) was updated at step (e), repeat steps (a) to (e) again, otherwise, go to next step. Restart the app to start pairing process again. If above do not work, please try below: install all available os and google play services app updates for the device and try to pair again. Could you reach the patient and recommend the following steps to make sure patients phone has the latest version of google play services open android os settings find and open the menu apps click â¿see all â¦ appsâ? Find and open â¿google play servicesâ? Find and open â¿app detailsâ? Update if already installed or install could you please provide the version of google play services currently installed on your device? This information will help us identify the issue and provide a resolution more efficiently. Open settings > apps > google play services. Tap app details (this takes you to the google play store listing). You can see the version at the top or update it if needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pairing failed between pump and application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.